Event description:
A ventilator was returned to the manufacturer for service. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer¿s service center, an error code related to the sensor board was observed in the ventilator¿s downloaded error code. The sensor board was replaced to address the issue.